Event description:
A consumer reported poor near vision, a shadow along his peripheral vision and discomfort following intraocular lens (iol) implant surgery. He stated his vision is "poorer than before the operation." Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested (B)(6) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).